Event description:
On (B) (6) 2008, the patient implanted with the subject device sustained multiple shocks (118) in approximately 2 and a half hours. The physician also indicated that during intervention it was identified that the lead had perforated the heart.

Manufacturer narrative:
(B) (4) 2010 - this event concerns a device that was manufactured and used outside the united sates. Electronic data and file follow-up were analyzed. Conclusions (another device failure): the lead which was connected to that device was reported to the FDA under MDR #100165971-2009-00010. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4) 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Conclusion: the electrical characteristics of the returned unit are within specifications; upon reception, a rapid battery depletion was observed; the noise and over detection observed on the numerous recorded vf episodes have directly contributed to the depletion of the battery by charging the high voltage capacitors and by delivering more than 100 shocks over a period of 2h30; the analysis of the associated lead revealed damages observed at proximal part which explained the noise, the over sensing and the inappropriate shocks; the device is retained in the returned product storage area.